Event description:
(B)(4) spoke with the registered nurse (rn) on (B)(6) 2012 regarding an unrelated alarm. The rn stated that the home patient (hp) had developed peritonitis because she did not wear a mask while performing therapy. There have been no other issues with therapy and there was no other patient injury or medical intervention reported. Follow-up information was supplied by a nurse to (B)(4) on (B)(6) 2012. On (B)(6) 2011, the patient began dianeal pd4 ambuflex and extraneal viaflex for automated peritoneal dialysis (apd and end stage renal disease (esrd). On (B)(6) 2012, the pd therapy was stopped. On an unreported date, poor aseptic technique was exercised further described as did not wear a mask. On an unreported date, the patient experienced an exit site infection. On (B)(6) 2012, the patient experienced the peritonitis. The cause of the peritonitis was poor aseptic technique and associated with the exit site infection. The patient was not hospitalized. On an unreported date in (B)(6) 2012, the patient began remedial therapy with vancomycin (dose, route and frequency not reported). On (B)(6) 2012, the patient was switched from pd therapy to hemodialysis. On an unreported date in (B)(6) 2012, the event of bacterial peritonitis with (B)(6) had resolved. It was not reported if the patient received retraining on proper aseptic technique.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed because the nurse stated that the patient received peritonitis because she did not wear a mask while performing therapy. The assignable cause code is undetermined, as the reason for the breach is unknown. A review of all batch record documents was performed on h11i26102 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of all batch record documents was performed on h11j11012 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. This is report 1 of 3 involved in this peritonitis event